Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #2: 04/25/2017. The pump has been returned to animas and evaluated on 04/04/2017 with the following findings: there were call service 052 alarms observed in the pump¿s black box and alarm history. The pump was able to power on properly with no alarms observed. The pump was exercised for 24 hours with no call service alarms being recorded. The alleged issue could not be duplicated. The battery compartment was found to be cracked. The display screen was dim and discolored.

Manufacturer narrative:
Serial #: (B)(4).